Manufacturer narrative:
The reported complaint of "the autopulse platform displayed 'replace battery' message upon insertion of the fully charged autopulse li-ion battery (sn: (b(6) was not confirmed during the functional testing. Based on the archive data review, the root cause of the reported failure was due to mismanagement and improper charging practices by the user; the battery was left in the autopulse platform for an extended period of time and was discharged below its minimum operating voltage. Upon visual inspection, no physical damage was observed, and no leds of any type were lit on incoming inspection. During functional testing, the battery passed charging in a known good autopulse multi-chemistry battery charger (mcc), and the status leds of the battery showed four green flashing lights after successful charging. After reviewing the battery archive data, it was established that the battery error occurred as a result of user mismanagement and improper charging practices. On (B)(6) 2020, the battery was placed in the autopulse and recorded that its cells were slightly discharged; the battery remained in the platform for about 0.18 days. Subsequently, on (B)(6) 2020, the battery went into preserved mode, with one or more of the battery cells having been discharged below 2.0 volts. The user removed the battery from the autopulse and immediately inserted it back into the platform. The battery remained in the platform for about 14.1 days, and the archive recorded a battery reset and clock glitch with another preserved error message. The battery was last charged successfully on (B)(6) 2020. The autopulse power system user guide states: "after every use, at the beginning of a shift, or at least once every 24 hours, the battery in the autopulse should be replaced with a fully charged battery." A fully charged li-ion battery left in a zoll autopulse platform for an extended period of time will eventually discharge below its minimum operating voltage.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform displayed "replace battery" message upon insertion of the fully charged autopulse li-ion battery (sn: (B)(4)). There was no device malfunction reported on the autopulse platform, and the platform functioned as intended using other batteries. No patient involvement.